Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the hospital received a loan set, with a drill, and the drill was full of bone. The loan set was received from the loan¿s office. The sterile service staff was able to clean the drill and process the set for the surgery. There was no surgical delay. There were no consequences to the patient. This report involves one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).